Event description:
The customer reported that their pump malfunctioned after it was dropped. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.